Event description:
The patient reported that the pump and catheter were removed in (B)(6) 2011 because their body rejected it. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unknown, (B)(4), (B)(6), serial # (B)(4). (B)(4).